Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The reported condition of the door open alarm was confirmed via the alarm log. The cause of the reported condition was due to a damaged door latch. To resolve the issue, the door latch assembly was replaced. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced a door open alarm. There was no patient involvement. Additional information was requested and is not available.